Event description:
Tube in dialyzer blew up. Tubes from a foreign country. Pt bled profusely. Tubing for blood flow, alleged to be defective. Nurse commented that tubes were substandard and came from a foreign country.